Manufacturer narrative:
The reason for this revision surgery was dislocation. The length of in vivo service was 1.1 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part number; summary of investigations: (B)(4) disassociation, (B)(4) dislocations, (B)(4) infections, (B)(4) stability, (B)(4) pain, (B)(4) revisions with un-specified reason. This event is deemed to be non-product related. The root cause of the dislocations is believed to be insufficient buildup on the humeral side. The surgeon reported no issues associated with the explanted product. No other conditions relating to this event could be determined with confidence. Factors that may contribute to joint dislocation that are not associated with the implants are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. The surgery was successfully completed and without incident. The scope of this investigation is limited without having the parts available to djo surgical for evaluation. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient's shoulder dislocated multiple times after the (B)(6) 2015 procedure, due to not enough build up on the humeral side.